Manufacturer narrative:
Combination product: yes.

Event description:
At interrogation of the pacemaker, several recordings named lv lead defect were found, plus spontaneous switching from bipolar to unipolar in the sensing parameters and switching, again spontaneous, from tip-to-case to ring-to-case pacing. Lv lead was capped and an upgrade was made to crtd - lbbap from the right side.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Impedance test showed values >2500 ohms in configuration lv1-case. The analysis of the provided iegm episode no. 1 from january 27, 2025 revealed artifacts on the lv channel leading to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.